Manufacturer narrative:
Device evaluation: the service engineer (se) inspected the device and was unable to verify the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator displayed an occlusion message. The staff nurse removed the patient from the ventilator and provided manual ventilation via ambu bag while suctioning was performed. There was "a lot of secretion" found. After suctioning, the patient was reconnected to the ventilator. Upon reconnection, the ventilator displayed a no ventilation message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.